Manufacturer narrative:
Date sent: 11/04/2008. Information anticipated, but unavailable at this time.

Event description:
It was reported that during left radical nephrectomy procedure, the surgeon correctly attached the seal cap assembly onto the access retractor. The air tube was inserted to insufflate the patient and dialed down the iris to the device establish pneumo. The material tore away from the external ring of the seal gap assembly. It appeared to tear from the outside to the inner part of the material radius. There were devices inserted or retracted during the time the iris tore away. The case was completed with our hand port and the staplers. There was no patient consequence.